Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; output connectors are broken. Analysis also found the upper case and lower case are broken. Battery release, battery drawer, and ring cover are contaminated. Keyboard is scratched, battery contacts are compressed, and the ring is bent. (B)(4).

Event description:
It was reported the atrial and ventricular terminal sockets are broken. The device was returned for repair. No patient complications were reported as a result of this event.